Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event. It was unknown if the patient was treated with medication for the peritonitis. Three days after event onset, the pd therapy was discontinued, and the pd catheter was removed due to the patient not recovering from the event. Five days after event onset, the patient was discharged from the hospital. The same day, the patient passed away (at home). The cause of death was reported as due to a cardiac arrest. It was not reported if an autopsy was performed. The peritonitis was not resolved prior to death. No additional information is available.